Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken. The investigation regarding the root cause(s) and/or corrective actions was conducted under mdd CAPA-(B)(4). Ongoing post market surveillance is conducted per our procedures for this product. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Concomitant medical products: depuy asr xl fem imp size 53 hip asr femoral head; asr acetabular implant 60 hip asr acetabular cup; taper sleeve adapter 12/14 +2 hip asr femoral sleeve/augment; corail2 std size 16 hip femoral stem.

Event description:
Asr revision; asr xl; right hip. Reason(s) for revision: alval/soft tissue reaction. Doi: (B)(6) 2009; dor: (B)(6) 2018.